Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing, however, broken reservoir tube lip was noted. Additionally, after multiple battery replacements, unit persisted on blank display. Unable to perform active current measurement test, sleep current measurement test, and self-test due to blank display. Unable to retrieve software version due to display anomaly and no unit download. Proceeded to cut unit open to perform deconstructive analysis. Per visual inspection, no moisture damage was noted on electronic assembly. Isolate to electronic assembly. Unit was received with: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, missing display window/cover, scratched case, and pillowing keypad overlay. In summary, customer allegations crack in pump battery side were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Additionally, broken reservoir tube lip was also noted during visual inspection. Unit remained on blank display after multiple battery installations. Isolate to electronic assembly. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack at the backside of the battery compartment of the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the device was returned for analysis.